Manufacturer narrative:
Sensor 3mh060yx1n0 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating that the insertion failed). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. Addition product was received reader mcga273-g1491 was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Performed control solution testing and all results were within range specification. Therefore, this issue is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 77 mg/dl, 75 mg/dl , 300 mg/dl, 88 mg/dl and 79 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.